Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. An 0x50 alarm was sounded by the pod, indicating that a calibration function timed out before completion. The bottom two batteries had less than the expected amount of voltage. Corrosion was noted on the top battery and pcb. A leak was found on the unexposed portion of the soft cannula. Upon magnification, a tear was found at the site of the leak. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36. Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to 298 mg/dl. As treatment, the patient administered a shot if insulin and applied a new pod. The patient's blood glucose and insulin history are as follows: time bg(mg/dl) bolus(u) (B)(6).